Manufacturer narrative:
Product was returned for evaluation. Based on the evaluation, there was no indication of a failure of not alarming. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Customer alleged that there is no alarm when there is not any breathing.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer alleged that there is no alarm when there is not any breathing.